Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. The fse collected logs and retrieved the requested information the customer was seeking. The fse also tested the system and found it to be working to specifications. A review of the logs show that the patient in lit 22 started having alarms around 15:48 (B)(6) 2017 which were being addressed; however, at 00:07 (B)(6) 2017, an asystole alarm occurred that had continual 3 minute alarm reminders until 07:22 (B)(6) 2017 when the alarm was finally silenced. Though the customer was only requesting the retrieval of patient data and made no claim of device allegation, this appears to be a user alarm handling issue.: no device malfunction occurred.

Event description:
The customer called requesting assistance retrieving data for a patient that had expired. The customer indicated that they did not believe that the central station and/or associated monitor contributed to the patient incident, however, the philips field service engineer (fse) found that the patient was not expected to pass.